Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (350 mg/dl). Customer treated elevated level by delivering a correction bolus via the pump. After dinner that same day, customer requested a bolus and the pump recommended 7 units of insulin. Contact believed this was too much but delivered the bolus. Customer's bg level dropped to 41 mg/dl. Customer treated low level by drinking juice. During troubleshooting with tandem technical support, contact indicated that 350 grams of carbohydrates was entered into the pump. Tandem technical support confirmed that 7 units was the correct calculation as carb ratio was currently set at 1u:50 carbs. Recommendation was made for customer to consult with health care provider regarding carb ratio setting. Technical support also advised that possibly the full 350 carbs and not been consumed by the customer. Contact acknowledged.